Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no problem was found. The field service engineer (fse) performed inventory verification, and tested the device, and no fault was identified as the unit functioned within normal parameters. The system functioned as intended when the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door was produced clicking noise. The customer tried to recover the station, but it displayed contact maintenance message. The customer stated that this malfunction caused a delay in dispensing. There were no adverse events or injuries reported based on this event.